Event description:
It was reported that during deployment of a vena cava filter, the filter became stuck in the delivery sheath and only the filter arms were released. The dilator was reinserted into the sheath to complete the deployment; however, two filter legs became crossed. The remainder of the filter was sufficiently expanded and the filter remains implanted in the ivc. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number for similar failure modes. The device was not returned. Images were provided for review. Based upon the image review, the complaint investigation is confirmed for failure of the filter to fully advance from the sheath, deployment issue and failure to fully expand. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event.